Manufacturer narrative:
(B)(4). The devices are not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: literature: safety and efficacy of arterial closure devices in an office-based angiosuite, lauren e. Jones; keun ho yang; robert w. Feldtman; pablo v. Uceda; craig a.ferrara; joseph m. Caruso; jasmine l. Richmond; samuel s.ahn. Annals of vascular surgery, 2018-08-01, volume 51, pages 10- 17. The starclose se device referenced in the article is filed under a separate manufacturer report number (B)(4).

Event description:
It was reported through a research article identifying proglide that may be related to the following: hematoma, bleeding, hypotension, failure to achieve hemostasis, hospitalization, device breakage. Specific patient information is documented as unknown. Details are listed in the attached article, titled "safety and efficacy of arterial closure devices in an office-based angiosuite".

Manufacturer narrative:
(B)(4). The device is not returning for analysis. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. The reported patients of effects of hematoma, hemorrhage and hypotension are listed in the proglide instructions for use (IFU) as potential adverse events associated with use of the device. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.